Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient experienced frequent runs of ventricular tachycardia. The pump was repositioned and the p-level was dropped in response to the noted condition. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.